Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the volume test (21.45, 21.44). There was no reported adverse event.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. The pumps expulsor was trimmed in order to bring the delivery into more nominal of a range. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.